Event description:
It was reported that the patient with this pacemaker presented with shortness of breath and the minute ventilation (mv) feature was found to be affecting the pacing rate for the patient. Reprogramming options were discussed. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.